Manufacturer narrative:
Please refer to manufacturer report number 1723170-2019-02104 for the regulatory report that was submitted for the straight lumbar probe tip. Patient weight not available. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation devices being used for a sacroiliac and thoracolumbar procedure. It was reported that the thoracic probe was noticeably bent. This was observed during the clinical case. The thoracic probe passed verification; it bent after verification. It was also reported that the tip of the straight lumbar probe broke off during the procedure and was found during the procedure. The lumbar probe tip broke off while inside patient anatomy, and the tip ended up in the pedicle. The lumbar probe tip was located with fluoro, and it was retrieved by careful burring down by the surgeon and then it was suctioned out. The broken piece caused a delay of 45 minutes to the case. The surgeon proceeded with the case by using a backup tray. There was no reported impact on patient outcome; the patient did not experience any symptoms due to this event.